Event description:
Alleged event: the stapler did not close the staples properly as a consequence the staples remained open. The pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1400373 investigation did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.